Event description:
Reporter stated that pt obtained back-to-back blood glucose results of 51mg/dl and 160mg/dl on the advantage system. Reporter did not indicate if pt modified therapy based on these values. No pt injury was reported and no treatment was rec'd. Reporter did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The comfort curve test strips are the suspect device.